Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can not obtain any further information regarding this incident ¿ the patient demographic info: age, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Product code and lot number? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh diagnostic confirmation? Surgical findings of mesh excision procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007 and the mesh was implanted for stress incontinence. The patient experienced a mesh exposure which occurred in vaginal sulci and was excised on (B)(6) 2007. Additional information has been requested.